Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is no longer receiving effective stimulation in her pain patterns and in addition is receiving unintended stimulation in the abdomen.. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention to reposition the lead. Postoperatively the patient was receiving effective stimulation and issue has been resolved.